Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. Upon unpacking of a 3.5mm x 8mm fg quantum maverick balloon catheter, it was noted that the device was broken. The procedure was completed with another of the same device. There were no patient complications reported. Patient was stable. It was further reported that the tip of the device was kinked, and the balloon was ruptured and not a shaft break as what previously reported.

Manufacturer narrative:
E1: initial reporter facility name, phone number: (B)(6).

Event description:
It was reported that shaft break occurred. Upon unpacking of a 3.5mm x 8mm fg quantum maverick balloon catheter, it was noted that the device was broken. The procedure was completed with another of the same device. There were no patient complications reported. Patient was stable.